Manufacturer narrative:
Siemens has concluded their investigation: the root cause of the discrepant result on (B)(6) cannot be determined definitively due to insufficient data. The slope, reagent millivolt and sensor response are needed for a complete investigation. Automatic quality control (aqc) results were also not available. However, it can be stated that the results are very dependent on sample mixing. If the samples are not well mixed at the time of the test, the blood cells will settle and give a different result when compared to a well-mixed sample.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Also stated was that the engineer came on site to repair the instrument, and the follow-up tests showed that the instrument was operational with no measurement deviation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 when compared to a non-siemens lab instrument. There was no report of injury due to this event.